Manufacturer narrative:
Submit date: 8/01/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feed and flush set. The customer reports that the feed and flush was getting dispensed in the wrong tubes. Rns changed the bag and it happened again and changed the bag and pump and happened again.

Manufacturer narrative:
Submit date 10/14/2016. A device history record (DHR) review of the sample lot number was performed and confirmed that the product was produced accomplishing all quality requirements and was released according to all established procedures. One sample was received for evaluation and confirmed the reported fault. Root cause is associated to the assembly process; the feeding line was incorrectly assembled to the wrong port. A corrective and preventative action (CAPA) was opened in the manufacturing site to address this fault mode. This complaint will be used for tracking and trending purposes.